Manufacturer narrative:
The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome. The stent was implanted in the patient therefore is not available for evaluation. According to additional information received from the sales rep, the user flushed the device through both flushing ports before the procedure. It was confirmed that the user pulled the handle toward the hub during deployment and the delivery system was not pushed during deployment. The physician answered ¿yes¿ to the following question: was the patient¿s anatomy tortuous or calcified? The physician experienced advancement difficulties when crossing over the bifurcation. The stent did not display evidence of compression post deployment. Images were available to support the complaint investigation. Note references to the distal stent refer to related report 3001845648-2015-00192. Findings: ..4. The proximal stent was 80mm stent. The distal stent was a 100mm stent stretched to 110mm. The proximal stent was expanded to approximately 4mm and the distal stent between 3 to 4mm. The proximal and distal stents demonstrated a different cell structure with longer cell units in the distal stent. ..7. The proximal stent fractured at the adductor canal in six weeks. The fracture was type v with distraction of the stents ends. No embolized downstream fragments were imaged. 8. The provided imaging demonstrated no distal stent fracture. 9. The entire stent segment was relined with additional stents. Based on the longer end markers, the new stents were not zilver stents. Impression: 1.the thrombotic stent occlusion was likely due to the stent fracture. 2.the fractured stent was an 80mm long stent, likely a ziv6 based on the complaint report, its cell structure, and the presence of neointimal hyperplasia. The diameter likely was 6mm. 3.the spiral fracture with retraction is consistent with repetitive elongation and twisting. The adductor is particularly subjected to these conformation changes and consequently a frequent site of stent fractures. 4.the long stented length extending into the popliteal artery increased the fracture risk. 5.the second more distal stent appeared normal and was consistent with a zilver ptx. This stent contained no intimal hyperplasia. Based on the images provided, the customer complaint can be confirmed as stent fracture type v in the proximal stent has been identified. According to comments provided by the independent reviewer, ¿the spiral fracture with retraction is consistent with repetitive elongation and twisting. The adductor is particularly subjected to these conformation changes and consequently a frequent site of stent fractures. The long stented length extending into the popliteal artery increased the fracture risk¿. Based on the above, it is unlikely that the reported event could have occurred as a result of a zilver bms device malfunction. However, as the conditions of use could not be replicated in a laboratory setting, a definitive root cause of this stent fracture cannot be determined. It can be noted according to the 6 week angiography imaging, stents thrombosis was identified. However the thrombotic stent occlusion was likely due to the stent fracture. The cook ireland product lot number associated with this complaint file is unavailable at this time. Therefore cook ireland complaints department are unable to review the documents associated with this complaint file. The complaint file will be updated if the device details are provided. Additional information received from the sales rep, confirmed during secondary intervention additional stents were placed over the fracture stent. The patient experienced pain from restenosis. The patient is currently doing better. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images related to this event.

Manufacturer narrative:
The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome. Common name and PMA/510(k) # could not be completed as the specific rpn and lot number of the complaint device was not provided. The stent was implanted in the patient therefore is not available for evaluation. Additional information has been requested to support the complaint investigation however to date no information has been provided. The rpn & product lot number associated with this complaint file are unavailable at this time. The cook (B)(4) device details have been requested however to date the details have not been provided. Therefore cook ireland complaints department are unable to review the documents associated with this complaint file. The complaint file will be updated if the device details are provided. As the device was not available for evaluation, the complaint is confirmed on customer testimony. Due to limited information available for this complaint file, it was not possible to determine the root cause of the reported event. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the complaint investigation. Initial event description submitted in initial report on 30-sep-15 as follows: two zilver bare metal stents were placed in the patient's leg and each stent had fractured. As per the above description of event received, two devices are involved in this incident. This report addresses the investigation of 1 x zilver bare stent (rpn was not provided). An additional report will be submitted in relation to the other device reported - report reference number: 3001845648-2015-00192.

Manufacturer narrative:
The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions. The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for stent fracture regardless of the patient outcome.

Event description:
Two zilver bare metal stents were placed in the patient's leg and each stent had fractured. As per the above description of event received, two devices are involved in this incident. This report addresses the investigation of 1 x zilver bare stent (rpn was not provided). An additional report will be submitted in relation to the other device reported - report reference number: 3001845648-2015-00192.